Event description:
On 5/9/2024 it was reported by a sales representative via (B)(4) that (qy. 2) of an ar-9621-30t 30 mm tap tip broke off into the patient during mgs central tapping. The surgeon retrieved all the pieces from the patient and the case was completed using a different device from the mgs system with no case delay. No secondary surgery is needed. This was discovered during an rsa procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.